Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, and informed customer that replacement would have updated software; technical support also provided instructions for storage mode, return of malfunctioning pump within 10 days, and re-entry of pump settings and cgm connection on replacement pump, all of which customer understood and acknowledged.